Event description:
The account alleged the pt was using the siderail to help themselves get out of bed when they heard a loud pop and the pt fell from the bed. The nurse alleged that the pt put their weight on the siderail and it snapped. No serious injury or medical intervention was needed.

Manufacturer narrative:
The technician found the framework to the siderail was bent due to the pt's weight. The technician could not replicate the failure. The technician replaced the siderail to resolve the issue.